Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The pump was unable to verify unexpected restart alarm, external ram crc error alarm, battery out limit alarm, low battery alarm, off no power alarm, battery icons anomaly due to blank display. The pump was received with minor scratched display window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The customer stated that he had issues with his pump and the batteries were not lasting. The customer stated that when he reset his pump, the pump goes out on him. The customer was advised to insert new aaa alkaline batteries. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.